Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation. Patient reported his skin would become itchy and moist and would peel and become raw from scratching. The patient used hydrocortisone cream recommended by his physician. Patient reported that the rash is now gone.